Manufacturer narrative:
Localized allergic reactions that may manifest as strong oedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of rha 2 products. However, in this case the injector applied anesthetic cream before the injection and according to the medical expert. The patient could have reacted to one of the excipients of this cream.

Event description:
The italian subsidiary notified teoxane geneva of an adverse event on 19-apr-2024. A patient was injected on (B)(6) 2024 with teosyal rha 2 in the lips (0.25 ml in the lower lip and 0.25 ml in the upper lip). The injection was done with the vertical technique using the needle provided in the box. Before the injection, the patient received anesthetic cream. Immediately after the injection, the patient experienced a strong oedema in the lips. The same day, the injector prescribed corticoids (bentelan 4 mg), but the oedema persisted. Therefore, with the support of the local medical expert, the patient was treated with an intramuscular injection of cortisoids (bendelan) and antihistamines (trimeton). After the treatment, the symptoms improved.  From (B)(6) 2024, the patient started to take corticoid (deltacorten 25mg 1 tbt a day) as adviced by the local medical expert. The patient has a history of filler injections with teoxane products without any issues. According to the injector, the patient would have reacted to the lidocain in the filler. However, the local medical expert though that the patient rather reacted to one of the excipients of the anesthetic cream.